Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set occluded during a patient infusion. This occurred midway during an 18-24 hour lipid infusion. As a result, the line had to be changed and new line primed. There was no patient injury or medical intervention associated with this event. No additional information is available.